Manufacturer narrative:
Evaluation results: root cause is undetermined. Evaluation conclusion: root cause is undetermined. Conclusion not yet available: evaluation in progress. (B)(4).

Event description:
The physician was attempting to use a reef hp pta balloon catheter to treat a lesion in the arteriovenous fistula of a patient. No abnormalities noted during preparation and inspection of the reef device prior to use. No difficulty noted when loading the device onto guidewire. No resistance noted between the balloon and other devices or the lesion, during delivery of the device to lesion. The balloon was deployed and inflated for the first time in an arteriovenous fistula (avf) lesion that was reported to be non- tortuous with little calcification and 50%-70 stenosis. The balloon was inflated to 20 atm for approximately 15-20 seconds and it was reported that the balloon burst. The physician experienced difficulty removing the burst balloon initially but managed to do so eventually. Target lesion was treated with the use of a new reef device. No clinical sequelae reported.

Manufacturer narrative:
Operational context caused or contributed to the event ¿ (event most likely procedural related, use of the device in a challenging lesion ¿ arteriovenous fistula).

Event description:
Evaluation summary : the shaft and balloon portion exhibited evidence of blood. The balloon portion was separated in two by a circumferential cut in the middle area of the balloon. The distal portion of the balloon was corrugated and wrapped towards the tip. The markers were moving along the marker tube since the tube was strongly stretched. The introduced sheath was returned together with the catheter. It was not possible to withdraw the catheter since the distal portion of the balloon could not cross the introducer sheath due to the corrugation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.